Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp device was placed in a 41-year-old male with a medical history significant for acute myocardial infarction, cardiogenic shock, and renal insufficiency underwent placement of an impella device via femoral access for circulatory support. The patient required ongoing treatment with inotropes, vasopressors, and mechanical respiratory ventilator support due to critical illness. During the clinical course, leg ischemia was noted in the accessed extremity, along with a decrease in hemoglobin levels. These findings occurred in the setting of severe cardiogenic shock, renal dysfunction, vasopressor dependence, and prolonged critical illness. The patient¿s overall condition continued to deteriorate despite supportive measures. The family elected to withdraw care, and the patient subsequently expired. The case is being reported conservatively for death. Based on comprehensive review of the event, the reported findings were consistent with the patient¿s underlying disease severity, critical illness, vasopressor use, renal insufficiency, and known risks associated with femoral access in a hemodynamically unstable patient. The impella cp device was utilized as supportive therapy in the setting of cardiogenic shock. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient events. Patient expired.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: ppae (ischemia/major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d1 brand name corrected.